Manufacturer narrative:
(B)(4) - supplemental MDR - leakage other. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309646 & batch#: 3254282. It was reported that the bd syringe 5ml ll sp125 had leakage. The following information was provided by the initial reporter: it was reported by customer that leak failures in finger flange and the distal end. Verbatim: rcc received a complaint via email. I'm glad we connected, and I¿ll await your findings on what we¿ll receive for feasibility testing. I have enclosed the updated version of the deck we reviewed this morning. Please see the attached presentation regarding our business opportunity with xx. Yy, owner package workshop, is performing iso 11607 testing within that kit and they are seeing compromised sterile barrier points for our 309646. She circled them in marker. Location of leak failures is consistent to previously tested configurations ¿ finger flange and the distal end.